Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie not open, the station was off. The field service engineer (fse) found that the auxiliary cabinet connection was preventing the station from booting and reseated all pyxibus connections for the drawers in the cabinet, which resolved the issue. All drawers opened successfully in hardware test application. Electrical tape was applied to the top pyxibus cable where it contacts the first half-height drawer, and the customer was advised to monitor. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had station in offline were the drawer and cubies was failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.